Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving treatment of the thoracic aorta in a patient with an aortic dissection, a radiopaque marker separated from an aurous centimeter vessel sizing catheter. Access was obtained in the femoral artery. The catheter was advanced using an unknown wire guide, but it was not advanced through a sheath. The anatomy was not stenosed, tortuous, or calcified, and resistance was not encountered during insertion of the catheter. When the catheter reached the aortic arch, the user discovered that the radiopaque marker had detached within the patient. The catheter was immediately removed, and a snare was used to retrieve the separated marker from the patient. A new angiographic catheter was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection was conducted as well. The complaint device was returned to cook for investigation. The 5th marker band from the pigtail was missing and there was a slight discoloration where the band was. The 5th marker band itself was returned and no other damage or loose fittings were noted. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot and sub-assembly lots. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the DHR, returned device, and complaint file suggests that there is evidence the device was manufactured out of specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that this incident was likely caused by a manufacturing/quality control deficiency. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving treatment of the thoracic aorta in a patient with an aortic dissection, a radiopaque marker separated from an aurous centimeter vessel sizing catheter. Access was obtained in the femoral artery. The catheter was advanced using an unknown wire guide, but it was not advanced through a sheath. The anatomy was not stenosed, tortuous, or calcified, and resistance was not encountered during insertion of the catheter. When the catheter reached the aortic arch, the user discovered that the radiopaque marker had detached within the patient. The catheter was immediately removed, and a snare was used to retrieve the separated marker from the patient. A new angiographic catheter was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address: (B)(6). Postal code: (B)(6). Phone: (B)(6). G4: PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.